Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) due to a fluid leak from an unknown cause. A new ipp was implanted and there were no patient complications.